Manufacturer narrative:
The following information was obtained: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument wrist became bent but no fragment fell inside of the patient. The customer did not notice any other damage to the instrument and the cannula after the event occurred. It was unknown if there was missing material at the distal end of the instrument. Post-operative tests were not performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a section of the teflon pad damaged. A piece measuring approximately 0.035" x 0.105" was not returned. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of the harmonic ace instrument was peeling off. There was no report of fragment(s) falling inside the patient. The procedure was continued with a backup instrument of same kind. No known impact or patient consequence was reported.